Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2015 at 3:00 am with a high blood glucose level of 285 mg/dl. The customer was treated for their blood glucose with IV fluids by paramedics. The customer was assisted with troubleshooting that their insulin pump passed the test functions. The customer was advised to monitor the insulin pump for any further issues. The customer did not return the product back for analysis.